Event description:
It was reported that two pts underwent hysterectomy following uterine artery embolization with embogold. The pts had returned within a few weeks of the procedure complaining of pelvic pain. No significant fever or discharge was seen. One pt had infection.